Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the parameters are out. It was not reported which specific parameter is out, but will we report this based on ECG. An issue with ECG could prevent demand mode pacing or delay therapy/treatment there was no report of patient involvement.